Event description:
It was reported that the catheter became disconnected at the connection site to the male luer-lock attachment. Leaking was also observed. Additional information was received on 03feb2016 with the following: the ins5010 was placed without the strain relief tube so the catheter separated from the luer lock attachment. There was no patient injury. The catheter was not saved for evaluation. The integra sales representative was scheduling inservices to ensure all the resident physicians understand the proper setup of the ins5010. No other information was provided.

Manufacturer narrative:
Integra has completed their internal investigation on 02/26/2016. The device was not returned for evaluation. No lot number was provided for DHR review. Upon review of integra's complaint system since from january 2014 to january 2016, there has been (B)(4) complaint related with catheter disconnection to the luer for external lumbar drainage catheter product family; complaint occurrence rate for this type of incident is (B)(4). The condition ¿leaking and catheter becoming disconnected at connection site to male luer-lock attachment¿ could not be confirmed given that the complaint unit was not returned for evaluation. According to additional information provided it seems that it could be related to user (hospital resident) technique: there was an ins5010 that was placed without the strain relief tube so the catheter separated from the luer lock attachment. Sales representative scheduled an in-service to ensure all the residents understand the proper setup of the ins5010.